Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: changes in patient characteristics and procedural measures over a 10-year period in aortic valve-in-valve procedures for degenerated surgical bioprostheses.

Event description:
The article, "changes in patient characteristics and procedural measures over a 10-year period in aortic valve-in-valve procedures for degenerated surgical bioprostheses", was reviewed. The article presented a retrospective, single center study to assess the influence of the described new techniques for aortic viv procedures and illustrate the changing patient profiles and utilized periprocedural measures in a special subset of patients, devices included in the study were carpentier-edwards perimount, ce-say, medtronic freestyle, mosaic, hancock, livanova mitroflow, sorin pericarbon, freedom solo, st jude medical trifecta, livanova perceval, edwards sapien/sapien xt/sapien 3/sapien 3 ultra, medtronic corevalve/evolut/evolut pro, jena valve, sjm portico/navitor, medtronic engager, nvt allegra, and unknown. The article concluded advancements in technical approaches have expanded eligibility for patients previously considered unsuitable for aortic valve-in-valve procedures. In this study, it was found that early outcomes for patients were excellent, with improvement over time, highlighting the clinical efficacy and safety of the procedures. [The primary and corresponding author was tim knochenhauer, department of cardiovascular surgery, university heart and vascular center hamburg, hamburg, germany, with corresponding email: t.knochenhauer@uke.de] the time period of the study was from 2013 to 2023. A total of 256 patients were included in the study, of which 10 (3.9%) initially received an abbott surgical valve and 18 (7.1%) later received an abbott transcatheter valve for valve-in-valve procedure. The average age was 78.0 years and the majority gender was male. Comorbidities included arterial hypertension, heart failure, insulin-dependent diabetes mellitus, coronary artery disease, prior stroke, prior myocardial infarction, chronic lung disease, dialysis, malignant disease.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor and navitor vision device were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, heart failure, insulin-dependent diabetes mellitus, coronary artery disease, prior stroke, prior myocardial infarction, chronic lung disease, dialysis, malignant disease. Complications reported included surgical intervention (pacemaker), unexpected medical intervention (post-dilatation, cardiopulmonary resuscitation), cardiac tamponade, pericardial effusion, shock, occlusion, bleeding, renal failure, myocardial infarction, stroke, paravalvular leak; these complications are anticipated for the procedure and subject population. The navitor was implanted in a non-native valve for transcatheter valve-in-valve procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: changes in patient characteristics and procedural measures over a 10-year period in aortic valve-in-valve procedures for degenerated surgical bioprostheses. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "changes in patient characteristics and procedural measures over a 10-year period in aortic valve-in-valve procedures for degenerated surgical bioprostheses", was reviewed. The article presented a retrospective, single center study to assess the influence of the described new techniques for aortic viv procedures and illustrate the changing patient profiles and utilized periprocedural measures in a special subset of patients, devices included in the study were carpentier-edwards perimount, ce-say, medtronic freestyle, mosaic, hancock, livanova mitroflow, sorin pericarbon, freedom solo, st jude medical trifecta, livanova perceval, edwards sapien/sapien xt/sapien 3/sapien 3 ultra, medtronic corevalve/evolut/evolut pro, jena valve, sjm portico/navitor, medtronic engager, nvt allegra, and unknown. The article concluded advancements in technical approaches have expanded eligibility for patients previously considered unsuitable for aortic valve-in-valve procedures. In this study, it was found that early outcomes for patients were excellent, with improvement over time, highlighting the clinical efficacy and safety of the procedures. [The primary and corresponding author was tim knochenhauer, department of cardiovascular surgery, university heart and vascular center hamburg, hamburg, germany, with corresponding email: t.knochenhauer@uke.de] the time period of the study was from 2013 to 2023. A total of 256 patients were included in the study, of which 10 (3.9%) initially received an abbott surgical valve and 18 (7.1%) later received an abbott transcatheter valve for valve-in-valve procedure. The average age was 78.0 years and the majority gender was male. Comorbidities included arterial hypertension, heart failure, insulin-dependent diabetes mellitus, coronary artery disease, prior stroke, prior myocardial infarction, chronic lung disease, dialysis, malignant disease.